Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, after performing pre-dilatation, an 8.0x40x135 absolute pro self-expanding stent system (sess) was advanced via brachial access through a 6fr unspecified introducer sheath without issue and toward a non-heavily-calcified lesion in the mid area of the non-heavily-tortuous right superficial femoral artery, but was unable to cross the lesion due to an unknown reason. The absolute pro sess was then withdrawn from the anatomy without issue and the lesion was pre-dilated with an unspecified balloon dilatation catheter. The absolute pro sess was then re-introduced into the introducer sheath, but was unable to be further advanced as the retractable stent sheath of the absolute pro became caught on the introducer sheath. The absolute pro was able to be retracted from the sheath without resistance, however, it was noted that the retractable sheath was split and the stent had partially expanded. No part of the retractable stent sheath was left in the patient. A non-abbot stent system was used to successfully treat the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment and tear in the sheath were able to be confirmed. The failure to advance and difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.